Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely that the parts on the board have deteriorated due to aging, which has caused the malfunction of the printed circuit board. The printed circuit board generates and outputs serial digital interface (sdi) signals, and therefore, it is likely the sdi output stopped functioning due to the malfunction of the parts related to the printed circuit board.

Manufacturer narrative:
The device evaluation found that there was no output signal from serial digital interface (sdi) two (2) due to a printed circuit board failure. There was a worn scope socket causing poor connection with scopes and the camera heads needed to be replaced. The housing had cosmetic wear and the switch and software needed to be upgraded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera iii video system center was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of no output signal from serial digital interface (sdi) two (2). There was no reported patient involvement.